Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home" position, most likely attributed to unintended user error. During visual inspection, multiple cracks were observed at the screw well area of the bottom enclosure, unrelated to the reported complaint. The root cause for the observed physical damage could be due to mishandling. The bottom enclosure was replaced to address the issue. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch plate was deburred to address the issue, and subsequently, the driveshaft was rotated to "home" position to clear the ua45 error message. Following service, the autopulse platform was subjected to final functional testing with the large resuscitation test fixture (lrtf) equivalent to 270 lbs. With good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error message, and therefore, they switched to manual CPR. No consequences or impact to the patient.